Event description:
We switched brands on the bedwetting alarm and bought a malem alarm. The device is getting very hot when batteries are inserted. Every time, I put in batteries, the device gets hot. This doesn't appear normal to me and the heat that the device generates is so much that my son will probably burn if it touches his skin. We have since informed the manufacturer and returned the product.